Event description:
A surgeon reported that during implantation of an intraocular lens (iol) the iol dislocated into the posterior chamber and there was a loss of vitreous. The association between this event and the iol is not known. Add'l info has been requested.

Event description:
Additional information provided by the surgeon indicates the event reported was unrelated to the intraocular lens and that that the lens did not malfunction.